Event description:
(B)(4). Constant pelvic pain, chronic hip pain, ulcerative colitis, reflux, rash, painful menstrual cycles, painful ovulation, sepsis, back pain, migration, embedded in uterus, chronic fatigue, hint pain, inflammation,